Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device as thoroughly inspected and analyzed. Visual inspection identified no anomalies; no holes were noted in the seal plugs. Additionally, the setscrews were confirmed to operate appropriately. The device was successfully interrogated and was noted to have been returned programmed in aai pacing/sensing configuration. The device was tested as is and normal pacing was noted in the atrial chamber. Atrial impedance measurements were good. The device was programmed to vvi and normal pacing was noted in the ventricular chamber. Additionally, ventricular impedance measurements were good. When the device was programmed to ddd, appropriate pacing was noted in the correct chambers and impedance measurements were normal. This device performed as expected throughout laboratory analysis.

Event description:
Boston scientific received information that shortly after implant, data from this device was reviewed with an unexpected pacing pattern noted. Troubleshooting was performed and it was observed that, when the device was programmed to aai capture was noted on the ventricular channel. And, when the device was programmed to vvi, capture was noted on the atrial channel. The field representative suspected that the leads had been reversed in the header at implant; however, the physician alleged the device was actually manufactured incorrectly. An invasive procedure was performed and the device was explanted and returned to boston scientific for analysis.